Manufacturer narrative:
Concomitant medical products:product ID: 8709, implanted: (B)(6) 2000, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 798.4 mcg/day dose. It was reported that patient had redness over the pump pocket incision site. The rep did not know any environmental/external/patient factors that may have led or contributed to the issue. The hcp consulted different hcp about explanting the pump. They both agreed it needed to be explanted. Prior to pump removal on (B)(6)2019, the hcp aspirated the catheter through the catheter access port (cap) without difficulty. The hcp obtained 1 cc and discarded. She then obtained 5 cc of cerebrospinal fluid (csf) and sent to lab for culture/testing. The catheter was easily aspirated. The rep assisted the hcp in keeping up with the removal and addition of catheter for proper catheter length and volume calculation. The rep was called by the hcp on (B)(6)2019 around 6:30 pm letting the rep know that they were adding on this case for the following morning at 7:30am (B)(6)2019. The hcp asked the rep to bring numerous catheter revision kits. The hcp let the rep know that the hcp may leave catheter in place. The rep informed her at that time that the manufacturer recom mended if the pump was removed for infection that the catheter should be also. The hcp felt that the incision site over the pump was infected and decided to remove pump but leave catheter in place for future use with another pump once pump pocket was healed. The hcp removed the 40 cc pump and removed 15 cm of the existing catheter. She then placed 15 cm back onto the existing catheter by using an 8596sc revision kit. The hcp asked for additional 8596sc revision kit and used 15 cm more and spliced it to the end of the first 8596sc piece. The hcp tunneled this to mid abdomen and created and external access by adding a lumbar drain adaptor piece to the end of the 8596 catheter piece. The hcp would connect the external access to a continuous pump supplied by the hospital. The rep informed her the rep was unable to assist with any of it as it was all off label but was allowed to tell her the current drug concentration and daily dosing the patient was receiving by the intrathecal manufacturer'spump. The hospital stated their continuous pumps would not go that low. The hcp then asked what the doses were for intrathecal baclofen trials. The rep told her they were 50 mcg, 75 mcg, and 100 mcg doses. She then decided to order the baclofen to be given every 4 hours at 100 mcg via the external access. The rep reminded that the rep could not help her with this as it was off label. Prior to leaving the operation room at 11 am, the hcp pushed 100 mcg mixed with 3 cc of preservative free normal saline through the external access port of the catheter then flushed it with saline. The hcp's office then contacted the rep that afternoon (B)(6)2019 around 3:04 pm asking if the rep had an external pump. The rep informed the hcp that the rep did not and that since it was all off label so the rep could not help her with this and to contact the managing hcp. As of that time yesterday, the rep had not heard anything else about this patient. At the time of this report, the issue had resolved and patient status was alive-no injury. The device would not be returned- customer refused. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2019, it was reported that the patient had an infection starting approximately a month prior to the date of the report. The area of the infection was unknown, but was an infection was confirmed. Infection symptoms of swelling were noted. The consumer could not remember the name of the strain of infectious agent. The patient was reportedly "opened up" and the surgeon "washed it out". The patient was given oral antibiotics for 2 weeks. At the time of the report, the patient had been off of the antibiotics for a week. It was thought that the infection hand cleared up, but the consumer noticed on (B)(6) 2019 that the patient's pump pocket site was "puffy". The patient did not have a fever and the infection did not seem life threatening. The patient's healthcare provider (hcp) believed that it was still infected and they might want to take it out. The consumer did not want to "just take it out" and would rather discuss their options. The consumer wondered if they could speak with other patients who have had a similar experience, as they were worried that the patient would go through withdrawals. The consumer spoke with a previous pump surgeon who recommended that they "wean" the patient off of the medication before just taking it out. The consumer was waiting to hear back from the hcp as the infection was still being addressed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l78003, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated important patient information. No further complications have been reported.